Event description:
The devices were used during a laparoscopic cholecystectomy procedure. It was reported the er320 had clips that were falling from the jaws unformed when fired. These clips were removed from the pt. The surgeon used the device to complete the procedure and the subsequent clips did form on the structures. It was reported a 511s would not penetrate the tissue. A new 511s was opened for the primary trocar site and was inserted successfully. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot identification. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.